Event description:
It was reported that a caregiver observed recurrent hypoglycemia after meal announcements while using the ilet, with concern that the system delivered excessive insulin following announcements and during elevated glucose, which contributed to insulin stacking and double dosing; troubleshooting and education were completed, including guidance to announce at first bite when in range, avoid multiple announcements, and use ¿less than usual¿ appropriately. Symptoms included hypoglycemia with blood glucose in the 70s mg/dl and downward trend. Outcomes included self-treatment with oral glucose. Investigation included review of uploaded device data, education on system behavior and algorithm targets, and referral to clinical management for medical review, with consideration of factory reset after clinical consultation. Investigation of this case revealed user interaction patterns consistent with stacking due to delayed or multiple meal announcements during rising or elevated glucose, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and potentially related to use conditions and individual insulin sensitivity rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.